Event description:
After 2 years of cochlear implant use, this pt developed a recurrent skin flap infection, which led to extrusion of the implant. Staphylococcus bacteria was cultured. Everal revision surgeries were performed to stop the extrusion. Also, antibiotics were administered repeatedly. However, due to these persistent problems, the device had to be explanted in 2005. The pt has been reimplanted at this time.